Event description:
It was reported that, the system98xt intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during a routine check, the system 98xt intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d4 (model, catalog), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (event site postal code: (B)(6)) a getinge field service engineer (fse) evaluated the iabp and no problem found. Fse checked and found that the unit is working satisfactorily. Fse done all the required functional tests and calibration tests required. All tests are passed. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
N/a.